Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in the operating room for an elective device change-out advisory replacement surgery unrelated to the lead. Upon review, externalized conductors were observed on the lead. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced. Patient was in good condition following the procedure.